Event description:
It was reported that sometime post an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement, the thread was allegedly digressed. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows a hub of a drainage catheter in which the string should come out through the small hole on the hub, but it was coming out from the mouth of the hub was noted. Therefore, the investigation is confirmed for the identified device dislodged or dislocated issue. However, the investigation is inconclusive for the reported break and material separation issue as no evidence was noted in the provided photo and full view of the sample was not shown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (device, method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post an ultrasound guided percutaneous drainage catheter placement, the sure-loktm thread allegedly digressed. Reportedly, the catheter was replaced. There was no reported patient injury.